Event description:
During a laparoscopic cholecystectomy procedure, the instrument broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.